Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. This report is for one unknown 2.4mm variable angle locking screw with stardrive recess. Part and lot numbers were not available for reporting. Other number¿UDI: part number unknown, UDI is unavailable. (Therapy date): unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The complaint issue was reported to a synthes affiliate by an unknown surgeon. Facility information is also unavailable at this time. (B)(4). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that an unknown 2.4mm variable angle locking screw with stardrive recess has backed out of the unknown plate. In the postoperative x-ray the screw was viewed as being flush with the plate. It is unknown if a torque limiter was used during the surgery. It is unknown when the devices were implanted and when the reported issue was discovered. This report is for one unknown 2.4mm variable angle locking screw with stardrive recess. This report is 1 of 1 for (B)(4).